Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, complaint and lot history, applicable previous investigation(s) and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a damaged catheter is confirmed and appears to be related to the use of the device. One 5 fr 45 cm sl powergroshong catheter was returned for investigation. A circumferential split was observed 6 cm from the proximal end of the catheter. Manipulation of the catheter found it to preferentially kink 0.8 cm proximal to the split location. Microscopic observation of the split surfaces revealed a rough and granular surface. The edges appeared to have a polished surface. Microscopic observation of the preferential kink area revealed circumferential ¿v¿ shaped surface damage. The apex of the ¿v¿ lined up with the creased area around the catheter. The damaged edges were rough and granular. The wall thickness and outer diameter of the catheter near the split location were measured and found to be within specification. Based on the description of the reported event and condition of the returned sample, the damage was likely caused due to material fatigue caused by repeated kinking of the catheter. The product IFU precautions state, "¿ avoid placement or securement of the catheter where kinking may occur, to minimize stress on the catheter, patency problems or patient discomfort." A lot history review (lhr) review is not possible; the manufacturing lot number that was provided is incorrect.

Event description:
It was reported that PICC initially inserted (B)(6) 2019 using securecath securement device fractured (B)(6), re-inserted on (B)(6). PICC removed, replaced. Patient outcome/status is stable.

Manufacturer narrative:
The device has not been returned, at this time, to the manufacturer for evaluation. A lot history review (lhr) of recs1156 showed no other similar product complaint(s) from this lot number. Device has not yet been returned for evaluation.

Event description:
It was reported that PICC initially inserted (B)(6) 2019 using securecath securement device fractured (B)(6), re-inserted on (B)(6). PICC removed, replaced. Patient outcome/status is stable.